Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were hospitalized due to a stroke. No other information was provided. The patient's implantable pulse generator remains in use. No further patient complications have been reported as a result of this event.